Event description:
The customer reported the system subtracted cine run was corrupted, showing a static image superimposed over the run. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.